Event description:
It was reported the device was used during a diagnostic laparoscopy. The um201 was inserted and the balloon was inflated with 8cc saline. The balloon burst. A second um201 was introduced and the same events occurred. There was no consequence to the pt.